Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer loaded a cartridge with 180 units and subsequently received a minimum fill message. There was no impact to the customer's blood glucose level due to the reported issue. The customer added additional insulin to the cartridge and completed the load process successfully. Additionally, it was reported that the paint was chipping off of the pump, causing the customer difficulty with loading a cartridge. Reportedly, the customer would continue to use the pump for therapy.